Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided specified hearing protection, however a patient' s medical conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.

Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that four days following a MRI examination of the head, a patient complained of hearing loss in the right ear. The patient was examined and had a hearing test that concluded that there was no eardrum damage, but that there was possible tinnitus in both ears and bone conduction hearing loss in the right ear. Since the patient stated that the hearing loss occurred after the MRI examination, the patient was treated with a gradual administration of steroids. Five days later, the patient was re-examined and it was determined that the patient's condition did not improve. The customer did provide hearing protection in the form of ear plugs and pads placed next to the patient's ears.